Manufacturer narrative:
During coil embolization of an unknown vessel, two coils, a deltaplush cerecyte microcoil 1.5 mm x 2 cm ((B)(4)) and a deltaplush cerecyte microcoil 1.5 mm x 2 cm ((B)(4)) failed detach. A deltapaq cerecyte microcoil 1.5 mm x 6 cm ((B)(4)) and deltaplush cerecyte microcoil 1.5 mm x 3 cm ((B)(4)) used in the same procedure could not be resheathed. It was reported that there was no damage noted on any of the 4 coils noted either prior to or after use. The same detachment control box and connecting cable were used during the entire procedure. With regard to the 2 coils that failed to detach, a pre-deployment electrical check was performed and the green system ready light illuminated. The low battery light and fault light were not seen during the case, and upon pressing the power button, all lights illuminated for the 2 coils that failed to detach. During the detachment cycle, the detachment light illuminated and the audible signal beeped for the 2 coils that failed to detach. All connections appeared to fit properly without application of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. There was no torquing of the device positioning unit (dpu) required during positioning of the coil in the aneurysm. Other coils were successfully used with the same microcatheter after the event. There was no reported injury to the patient. (B)(4) ((B)(4)) ¿ failure to detach. The coil was returned inside the packaging hoop. As viewed through the packaging hoop, the complete introducer sheath, including the resheathing tool, were not returned. The coil was unprotected inside the hoop. The coil was returned with stretching damage at the proximal end and minor damage at the distal section. The damage to the coil may have occurred when the coil was withdrawn through and out of the introducer sheath and/or when pushed unprotected into the hoop, however the exact circumstances of how this damage occurred cannot be determined. In the laboratory, the device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems ¿go¿ (green) light failed to illuminate. The most likely contributing factor to the failure of the coil to detach was due to electrical wiring damage and/or from a fracture of the solder joint connection. The exact location of this damage could not be determined. The circumstances of how and where this damage occurred cannot be determined. Without the return of the complete detachment system and the introducer sheath used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No conclusion can be definitively drawn with regard to the root cause of the complaint event associated with this device. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Event description:
The deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c11660) and deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c12608) failed to be detached. The deltapaq cerecyte microcoil 1.5 mm x 6 cm (cdf10015630/g15534) and deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/c13824) failed to be resheathed. For the devices with catalog numbers cpl10015230 and cdf10015630, we checked the green light. The detachment control box didn't have any problem with other coils. There were no damages noted on all 4 coils prior to and after use. The same detachment control box and connecting cable were used during the entire procedure. The green system ready light illuminated for the 2 coils that failed to detach. A pre-deployment electrical check was performed for the 2 coils that failed to detach. The low battery light and fault light were not seen during the case for the 2 coils that failed to detach. Upon pressing the power button, all lights illuminated for the 2 coils that failed to detach. During the detachment cycle, the detachment light illuminated for the 2 coils that failed to detach. The audible signal beeped for the 2 coils that failed to detach. All connections appeared to fit properly without application of excessive force for the 2 coils that failed to detach. There was no resistance/friction during deployment of the coil system through the microcatheter. Other coils were successfully used with the same microcatheter after the event. There was no torquing of the dpu required during positioning of the coil in the aneurysm.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c11660); deltapaq cerecyte microcoil 1.5 mm x 6 cm (cdf10015630/g15534); deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/c13824); detacment control box (details unknown).